Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic torn/bent and foreign material on lens surface (red residue on lens). (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicm5_13.7 implantable collamer lens, -7.5 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.